Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the scope nozzle and brunt tip cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the scope nozzle had foreign matter, and the tip cover was found burnt. Based on the results of the investigation, the most probable cause of the burnt tip cover was caused by the use of a high-frequency instrument without sufficient distance from the tip. However, the investigation could not identify the foreign material, and investigator could not conclusively specify the root cause of the foreign material remaining in the device. According to the investigation, it is known that the reported issue is detectable and preventable by following the IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.